Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 10/17/2014. Updated to reflect that the report was updated from a serious injury to a malfunction.

Event description:
According to the reporter: the pediport cracked and the broken device has not been retrieved as it can't be found in patient body or outside patient body.

Manufacturer narrative:
(B)(4).